Event description:
It was reported that, the surgeon revised pt's right rejuvenate hip due to elevated ion levels, pain, and collection of fluid in the joint. During the revision, metallosis and fretting at the neck/stem junction was noticed along with a significant amount tissue at the joint.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested, but not made available. Should add'l info become available, the eval summary will be submitted in a supplemental report.